Event description:
Flexible reamer tip used during an open reduction and internal fixation procedure broke off into the metaphyseal region of the tibia. An attempt was made to remove the fragments, but was unsuccessful. Pieces left in as surgeon determined that more extensive extraction measures may cause harm to the pt.